Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: 3093-28, lot# v840219, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation. Increasing to 2.6 v resolved the issue. Battery longevity was a concern, but the patient was able to sync and confirm the battery was not at end of service. The patient did not think their device was working. They had been able to make it to the bathroom, but could no longer make it in time. The patient was leaking through a diaper and two pads. Therapy was sometimes better and sometimes worse. Their symptoms were worse when they lay down. The patient had a single episode of shocking that was not related to body position. Last spring, the patient thought they were having a mini-stroke, but it was actually due to a nerve by their eye. The nerve caused double vision. Two weeks after the call, the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2015 was noted.